Event description:
A malfunction was reported on a customer's pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to contact support again if the issue reappeared and acknowledged understanding of the instructions provided.